Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen visual. This report is made based on results of investigation completed on 05/11/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/11/2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. A battery cap was not returned with the pump; a test battery cap was used during the analysis. Unrelated to the reported issue, the audio bolus button (abb) cover was observed to be detached/missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).